Manufacturer narrative:
Per investigation by the manufaturer: complaint not verified - no issues were encountered with the tc201us being unable to provide video output on dp1, dp2, sdi, or dvi outputs. The ccu was tested for over a week. This included multiple overnight burn-in sessions and power cycles, but the ccu always displayed video on all outputs. Additionally, during testing the tc201us did display the "menu temporarily unavailable" (mtu) error message. This error message will require a motherboard replacement. The root cause was determined as unable to duplicate customer's intermittent image when turning on. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the image of the device was intermittently not showing on the display port or spi. When turning on the tower 5/10 times, it does not show a signal. There was no patient involvement.